Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service on site history showed no abnormalities that could have contributed to this event, the laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified. The root cause could not be determined conclusively. (B)(4).

Event description:
Upon additional follow up it was reported that the patient has been referred to another physician for a cross linking procedure.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient who presented for decreased and blurred vision of the left eye two years following lasik treatment. The patient reported their vision was never acceptable after the initial treatment or enhancement procedures. The patient reports being concerned of the statys and if the left eye is "fixable". Further testing and evaluation confirmed the eye being positive for ectasia. Additional information has been requested.